Event description:
The ve lvad was implanted in 2000. In 2000, while the hospital was changing the pt off of a ventilator onto a continuous positive air pressure (CPAP) system, the pt's pressures dropped and oxygen saturation fell. The ve system monitor was reporting low flows from the lvad and the pt was turning blue. The hospital staff initiated cardiopulmonary resuscitation and 20 minutes later the pt was declared dead. The autopsy found a large amount of blood in the abdomen (approx. 3 to 4 liters) which appears to have been caused by the lvad inflow conduit having disconnected from the apical sewing ring. The apical sewing ring was still secured to the apex of the left ventricle. The tie wrap used by the surgeon to secure the inflow conduit to the apical sewing ring was still wrapped around the sewing ring; however, there did not appear to be any puckering of the sewing ring with the tie wrap attached.